Manufacturer narrative:
Other text: d4: UDI is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. It was confirmed that the label of that part was damaged and deformed due to the removed the outlet connector from the ventilator. The root cause of the reported issue was found to be the connector was loosened due to the continued application of counterclockwise force on the hose during use. Actions were taken to mitigate the reported issue: reconnected the outlet connector to the device.

Event description:
It was reported that during the pre-use check, the connector, which connected the product-side air hose and the patient-side air hose, got disconnected. No patient injury was reported.